Manufacturer narrative:
To date the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) female patient underwent uncomplicated phaco procedure and a pcb00 19.0 diopter intraocular lens (iol) was implanted on (B)(6) 2016 on the patient's right eye. On (B)(6) 2016, the patient was 20/20 uncorrected; however, she experienced significant glare driving at night and noticed a huge halo around lights. Patient feels that she cannot drive at night. Doctor has discussed iol exchange and associated risks with the patient. No other information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. An evaluation therefore could not be performed and the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received that were related to the reported complaint. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.